Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing to low blood glucose and the paramedics were called and she was treated at home. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that she changed the infusion sets every three days. Reviewed the programming, and the reservoir was showing less insulin that what was showing in the status screen. Assisted the caller to run the displacement test and passed. No further information was provided.